Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. Physical damage to the flow sensor assembly was observed by the technician. The device's flow sensor assembly was replaced to address the issue.